Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high capture, high impedance, and sensing anomaly. The lead was explanted and replaced. No further information was available.